Manufacturer narrative:
Pt information-unk.date of event-unk. Product code: unk. Model #, serial#, UDI#, implant date-unk. Device manufacture date-unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm implantable collamer lens into the patient's eye. The surgeon reportedly is considering exchanging the lens with a shorter one due to excessive vault. Attempts to obtain additional information have not been successful.